Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented with an atrial lead that exhibited noise. Programming changes were discussed, but no changes or intervention was reported. There were no patient consequences.